Manufacturer narrative:
(B)(4): product evaluation: no analysis results available; device not received for evaluation. Method: no testing methods performed.

Event description:
It was reported that the doctor found the electrode jutted from (sticking out of) the product when testing it. A replacement device was used to complete the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.